Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the septum of an interlink system non-dehp t-connector extension set appeared collapsed. Furthermore, the piv (peripheral intravenous) t-connector extension tubing "hub popped off and fluid and blood started flowing out the back". The event occurred during "test injection for ns for CT cardiac exam". The patient was injected with 30ml of normal saline at 3 ml/second. The set was pulled out by the patient and a new piv set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photograph showed the interlink septum was above the swage ring. The reported condition was verified. Due to the nature of the provided sample, no further testing could be completed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.